Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: surgeon had placed structural balloon trocar and was half-way through procedure when the balloon burst unexpectedly during the case. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt is fine.

Manufacturer narrative:
(B) (4)